Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has been feeling really dizzy and they lose their balance easily. Attempts to obtain further information on whether the symptoms were device related were not successful. The device remains in use. No further patient complications have been reported as a result of this event.